Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the patient has been syncopal. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 lead implanted: (B)(6) 2000. (B)(4).